Event description:
This lead was implanted on (B)(6) 2005. A call to technical services on 9/21/2011 states that the lead was explanted on (B)(6) 2011 due to fracture. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).